Event description:
Same case as mfg. Report# 6000093-2007-01513. It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, blockage occurred. The pt had 2 taxus express2 3.5x8mm drug eluting stents placed to an unk vessel in 2005. The pt states that his stents "replugged with scar tissue, he experiences daily reversible angina and has left ventricular ischemia." The pt also states that "the first stent ruptured the artery and they inserted another stent to close the vessel. Add'l info regarding this event has been requested, but will not be provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.